Event description:
Pt had arthroscopic anterior cruciate ligament reconstruction with allograft, right knee in 2001. Pt began having redness below right knee 1 week post-op and was started on keflex orally. Incision and drainage of lower knee incision was performed one month after large amount of purulent drainage found. Pt started on cipro orally at this time. Three weeks later, was taken to surgery for removal of tibial screw and sheath and debridement and irrigation of tibial screw site and proximal tibial graft tract.